Manufacturer narrative:
(B)(4).

Event description:
The customer reports: PICC/vascular access rn placed a cdc-45041-vps PICC for long term abx. Inserted single lumen PICC to rue, immediately after insertion the patient complained of difficulty in breathing. O2 sat 85%, hr 120's, bp stable. C/o itching all over and weird sensation in his throat. Primary nurse/ physician to bedside, orders given for benadryl. Within a few minutes, patient developed urticaria on chest. During this time pt was calm and still able to speak w/o any difficulty. Symptoms resolved in a matter of minutes after receiving benadryl. Primary rn and physician continued to monitor patient and orders were given to remove PICC within an hour of insertion. Later patient received a bard PICC in ir. It is reported that the patient had no known allergies.

Event description:
The customer reports: PICC/vascular access rn placed a cdc-45041-vps PICC for long term abx. Inserted single lumen PICC to rue, immediately after insertion the patient complained of difficulty in breathing. O2 sat 85%, hr 120's, bp stable. C/o itching all over and weird sensation in his throat. Primary nurse/ physician to bedside, orders given for benadryl. Within a few minutes, patient developed urticaria on chest. During this time pt was calm and still able to speak w/o any difficulty. Symptoms resolved in a matter of minutes after receiving benadryl. Primary rn and physician continued to monitor patient and orders were given to remove PICC within an hour of insertion. Later patient received a bard PICC in ir. It is reported that the patient had no known allergies.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.